Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator sn (B)(4) was received for investigation. Power was applied to the generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. Review of the logs did not confirm any boot up or restart issue with the device. The unit was left on for 24 hrs with no interruption or restart issues observed. Based on the information provided to abbott and the investigation performed, the root cause of the reported shut down issue and subsequent cancellation cannot be conclusively determined as the issue reported was not reproducible during the functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, the generator was intermittently shutting down. The procedure was cancelled, there were no adverse consequences to the patient.